Event description:
It was reported that the vns patient was referred for emergency surgery on (B)(6) 2014 due to a lead fracture. The patient was experiencing an increase in seizures since (B)(6) 2014. Clinic notes were received for the patient¿s office visit on (B)(6) 2014. The notes indicate that the patient had a seizure every 1-2 weeks and was able to be seizure free for up to one month. The seizures were nocturnal generalized tonic-clonic convulsive seizures that lasted approximately 20-30 seconds. Magnet mode stimulation consistently aborted the patient¿s seizures. Since 05/10/2014, the patient had a dramatic increase in seizures and magnet mode stimulation no longer aborted his seizures. The patient had a 1-2 minute convulsive seizure every 2-3 hours. Prior to the increase in seizures, the patient was having the best seizure control in his medical history. The patient continued to have infrequent spells where he had prolonged altered awareness lasting for several days and up to two weeks in duration. During these spells, the patient was unable to sit or crawl, would not eat or drink, and had irregular jerks and twitches. The neurologist stated that these spells were episodes of non-convulsive status epilepticus. The patient¿s device was tested during the office visit and diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The patient¿s device was subsequently disabled and his medication was increased. The patient underwent lead replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Further follow-up revealed that the patient¿s increase in seizures was back to pre-vns baseline levels.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.